Event description:
Boston scientific received information that this device's minute ventilation (mv) was previously programmed from three to four but the patient has since said that after walking for 10-15 minutes, they are gasping for air. The patient's heart rate is fine. Boston scientific technical services (ts) advised having the patient do a hall walk to determine how mv is operating and to possibly reprogram mv back to three. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.